Manufacturer narrative:
Unable to confirm the reported event. Issue may have resulted from an user error.

Event description:
Customer reported that both the passport v monitor and panorama central station discharged a patient without user interaction, which may have affected patient monitoring. No patient injury was reported.